Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified foreign objects in the air water cylinder, foreign objects in the server plug in (z block), and foreign objects inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign objects in the air water cylinder, foreign objects in the server plug in (z block), and foreign objects inside the light guide lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.